Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and stated that the camera flips itself from 30 degree down to 30 degree up as soon as it engages. The customer changed out scope and it does the same. The tse advised site to remove scope, press instrument clutch button to clear the memory. The customer had resolved the issue before caller could relay the troubleshooting steps. The logs show 23003 on the first scope. The tse advised site to mark the scope and if issue happens again to RMA the scope. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and confirmed that the customer had no additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.